Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No display anomaly noted during testing. However, device had missing display window cover that allows the back light to be visible on the upper portion of the display window. Pump error 63 (variable 3) alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. No missing battery tube spring noted in the battery compartment. Device received without the original battery cap. Unable to verify damage to the battery cap. Device also had missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label, faded end cap address label, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date and insulin pump had damage. The customer¿s blood glucose was 159 mg/dl. The customer was assisted with troubleshooting. The customer stated that the battery casing and reservoir was chipped of the insulin pump and the screen was showing funny color. The customer stated that the reservoir unable to lock in the place when inserted into the place. Customer stated that metal ground on the battery had also fallen off that made them change batteries more often than it used to be. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.